Event description:
Mid-flexion instability was reported for pt with a total knee implant. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Mid-flexion instability was reported for pt with a total knee implant. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.